Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1932. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. In the same month as the death; the patient was hospitalized for volume overload. Treatment for the volume overload was not reported. The patient passed away 15 days after the hospitalization began. The cause of death was unknown. It was not reported whether an autopsy was performed. It was not reported if dianeal therapy was ongoing until the time of death. No additional information is available.